Event description:
It was reported that the device gave a "double beep" with no cassette attached. No patient involved.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem could not be duplicated. During manufacturing utility mode testing, cassette detector was operating normally. There was some evidence of fluid ingression near the downstream occlusion sensor (dso) seal and under the upstream occlusion sensor (uso) seal. Air detector was not working in normal mode or manufacturing utility mode. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.